Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Failure analysis investigations on reported 8mm permanent cautery hook (pch) instrument did not reveal any damaged cables, therefore, intuitive surgical inc., (isi) followed up with the initial reporter to verify the complaint details. Customer clarified that no fragment(s) fell into the patient's anatomy from broken instrument. No information on event details was available other than the initial allegation where a damaged cable was noticed.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm permanent cautery hook (pch) instrument to perform failure analysis. Failure analysis investigations did not confirm the customer reported complaint. The instrument was analyzed and it did not have any damaged cables. Additional observation : the proximal clevis was broken and the broken parts were not returned with the instrument. The probable root cause is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage.